Event description:
Related to MFR report no.: 2183959-2014-00196, 2183959-2014-00197, 2183959-2014-00198, 2183959-2014-00199. It was reported the patient had 6 attempts to revise her perigee graft after (B)(6) 2010. It was further noted the patient was using estrogen creme. No further patient complications were reported in relation to this event.